Manufacturer narrative:
As no return of product is intended, no analysis can be performed, therefore, this reported allegation cannot be confirmed or denied. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this chronic right ventricular lead displayed high out range impedance measurements and noise. This issue was noted five months after this lead was connected to a replacement teligen model e102 device. A revision procedure was performed. This lead was surgically abandoned and replaced. Defibrillation threshold testing was performed with acceptable results and normal shock impedance measurements. No adverse patient effects were reported.